Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as contamination. The patient was hospitalized for peritonitis and treated with ancef (unknown dose, frequency, and rate). Six days after the hospitalization, the patient was discharged. The patient recovered from the peritonitis and was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.